Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age or date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a report involving an angio-seal device with a malfunction in the activation mechanism. During use, the green component detached when pulled. The issue occurred during placement on a patient. No patient injury was reported. Patient details were not provided due to local data protection regulations.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the carrier tube, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly was returned fully mated and no damages were noted. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 47 & arteriotomy locator - d1. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).